Event description:
Please see manufacturer report #3007566237-2015-00604 for information regarding the patient¿s other implantable neurostimulator.

Event description:
It was reported the patient had a burning sensation at the lead and extension connection location. When the patient pushed the connector they felt a prickle and saw a flash. X-rays were done. A revision to replace the implantable neurostimulator (ins) was planned. Prior to the revision surgery, impedances were measured to be too high on the left lead. The following impedances were measured on the left side during the revision: c-9 = 16,619 ohms, c-10 = 13,415 ohms, 8-9 = 16273 ohms, 8-10 = 13,649 ohms, 9-10 = 34,542 ohms, 9-11 = 12,009 ohms and 10-11 = 12.212 ohms. Impedances on the right side were measured to be normal. During the revision, the healthcare professional (hcp) disconnected the ins from the extension and then measured the impedances of the extension and lead. All impedances were measured to be okay. The hcp connected a new ins, but the impedances were bad on several contacts and contact two had low impedance of 35 ohms. The hcp tried disconnecting and reconnecting the extension several times, but the issue did not resolve. The extension was explanted and replaced. After the extension was replaced, the issue was resolved and impedances were measured to be okay. After the ins was replaced the burning sensation was resolved. The patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial# (B)(4), product type extension; product ID 37083-60, serial# (B)(4), product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type extension; product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3550-29, product type accessory; product ID 3550-29, product type accessory. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Additionally, the concomitant ins's serial number (as found above) has been updated at this time. Device evaluation: analysis of the implantable neurostimulator (ins) with serial number (B)(4) found the device was ¿functionally okay¿ with insignificant anomalies. Analysis of the extensions with serial numbers (B)(4) found the setscrew impressions were ¿too proximal.¿ this was noted to have indicated the extension was not completely seated in the ins connector port.

Manufacturer narrative:
Device evaluation: analysis of the extension with serial number (B)(4) found no anomaly. It was noted ¿the extension was fine electrically¿ and that ¿a partial piece of the proximal end of an extension was found inside the connector.¿ it was further noted ¿the partial piece of extension was not a match for the 37086-60 extension because the spacing of the contacts were different.¿